Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the cutting was dull. Another device was used to complete the case. There was no bleeding, nothing fell into the pt cavity, no tissue was damaged, nor was the operating room time extended for more than 30 minutes.